Event description:
The customer reported the cine runs are misnumbered and the x-ray on lamp is burnt out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine disk. System operates as intended. (B) (4)